Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a male patient that expired while in the intensive care unit. Date of patient death: (B)(6) 2012 at 6:00 am, soon after removal of the intra-aortic balloon (iab). Relation between the product and cause of death: none. Indication for use: patient used demand pacemaker. Heart rate: 90 approx 110. The coronary artery ruptured and cardiac tamponade happened while the percutaneous coronary intervention (pci) was done, so the percutaneous cardiopulmonary support (pcps) was used and the intra-aortic balloon (iab) was inserted. On (B)(6) 2012 the medical doctor inserted the iab through the teflon sheath via left femoral artery with no issues. The pump was set to zero and the pumping was initiated. Approximately 5 hours later the trigger mode was switched to pattern and afib. However, the ECG waveform on the pump screen was not showing properly. The main power supply was connected. There was no problem seen using the fiberoptix sensor (fos). The pump suddenly stopped without the alarm going off. As a result, the user turned the main power off then back on, but the pump stopped again after roughly 1 minute. The user turned the main power off then back on again and the pump was used until the iab was removed without issues. There was no report of patient complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The patient expired; however, it has been stated from the medical engineer that the device did not cause or contribute to the patient's death. The pump will be investigated. The iab sample was discarded because the user found no relation between the iab and patient's death. Additional information received regarding this event stated: on (B)(6) 2012, 12:48 pm, coronary artery ruptured and cardiac tamponade happened. At 13:59 pm, insertion of iab. Midnight blood pressure lowered down to 20 approximately 30mmhg. On (B)(6) 2012, 06:00 am, patient passed away soon after the iab was removed. It was noted that message was told to the patient's family that the outcome of the removal of iab will lead to death but the family did not request for further life prolonging treatment.